Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that the system was unable to boot up. Upon troubleshooting actions, the fse reseated the boards, but issue had persisted intermittently. To resolve the issue, the fse had run a disk repair on the pc. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up, stalling at the bios screen. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.